Manufacturer narrative:
The products associated with this reported event were not returned. A search of the complaint database did not show any other reports against the stem part and lot number combination; one prior report for the metal insert part and lot number combination. However, review of the as400 system show that 16 other devices from the reported metal insert lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for loose stem. Update: (B)(6) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Update: (B)(6) 2012- litigation papers received. Litigation papers allege that the patient has suffered severe pain, scarring, and disfigurement from revision surgery to remove the defective pinnacle hip implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.